Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker further evaluated this event and was able to duplicate the reported issue. Stryker replaced the system and user interface pcba to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Stryker further evaluated the removed system and user interface pcb assembly, but unable to replicate the reported issue. A further root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device will not complete boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.